Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Another attempt was made and, this time, a clip was able to properly load into the jaws of the device and close. This was repeated multiple times with the same result. One clip was successfully applied to over-stressed surgical tubing. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: the reported complaint of "applier not closing" was not confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
The complaint stated that there was dysfunctional snapping; impossible to clip the vessels. The applier was changed. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto end05 ml, lot #73d1700009 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint stated that there was dysfunctional snapping; impossible to clip the vessels. The applier was changed. There was no patient injury.